Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The nozzle unit in the gas module was replaced but not returned for investigation as the part was discarded. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).